Manufacturer narrative:
The beckman statspin depot has repaired the ssvt-1 centrifuge and it was returned to the customer. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported the rt12 rotor broke during use of the ssvt-1 centrifuge. Customer indicated the rotor shattered during the hard spin cycle. The rotor pieces were contained to the centrifuge. No reports of harm or injury, no customer exposure, and no medical attention was received.